Event description:
It is reported that when the stem was opened, the screw was not in the box. A new implant was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.